Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: at the first firing, the clip was crossed and bleeding occurred on the artery. The malformed clip damaged the vessel and bleeding occurred (less than 200cc). A new device was opened to complete the procedure. No additional tissue loss. Nothing fell into cavity. No ill effect on pt. Operating room time not extended more than 30 minutes.

Manufacturer narrative:
(B)(4)